Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue occurred exclusively with the newest edition of the navigation system as opposed to the previous generation of the navigation system. It was reported that the gpio board for the imaging system was replaced but the issue persisted. The representative then returned to the site at a later date to test the trackers. The imaging system then passed the system checkout and was found to be fully functional. The suspect gpio board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the left side wireless tracker was intermittently not establishing communication. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue reoccurred on the imaging system. The representative then noted that the left side tracker of the imaging system was intermittently communicating with the navigation system. The representative reported that the left tracker of the imaging system was replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect tracker has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The left and right trackers for the imaging system were returned to the manufacturer for analysis. The trackers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.